Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the patient went to the emergency room (ER) a couple of days ago and had an internal infection that was causing her incision to dehisce over the pump. It was unknown if the infection was related to the device. It was noted her managing physician would see her later on the date of this report. It was noted it was an internal infection that caused her wound over the pump to dehisce. The infection was confirmed; however, the strain of the infection was unknown. The rep only knew that the patient was in the ER for the infection a couple of days ago and the event date was asked and unknown. No further complications were reported/anticipated or expected. Additional information was received from the manufacturing representative (rep). It was reported the event was reported to the rep by the patient¿s mother. It was reported the patient was in the emergency room the weekend prior to (B)(6) 2018. The rep was not aware of any diagnostics/cultures performed related to the internal infection and dehiscence of the wound over the pump. The patient¿s mother reported the infection was something unrelated to the device. The patient was on oral antibiotics. The rep was not aware of any other actions/interventions. It was unknown if the infection and wound dehiscence had been resolved. The patient¿s weight was also unknown. The current status of the device/system was unknown.